Manufacturer narrative:
(B)(4)

Event description:
The customer reports the wire kinked during insertion. No patient harm reported.

Manufacturer narrative:
Qn# (B)(4). Catalog# corrected to ak-45703-cdc. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the wire kinked during insertion. No patient harm reported.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire and the product lidstock for evaluation. No other components were returned. The guide wire was observed to have several kinks/bends towards the distal end of the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 334 and 421 mm from the proximal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The undamaged portion of the guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The undamaged portions of the guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in several locations along the body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the wire kinked during insertion. No patient harm reported.